Event description:
Account alleged that the brakes would engage, but not hold. The bed was found out of service in a storage area. No injury reported. Replaced the brake steer caster to resolve this issue.